Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that there is air bubbles in reservoir and it it occurred after 24 hours. The customer stated that no prefilled reservoirs in use and no rewind with a reservoir in place. The customer stated that there is no leak detect and no fluid in the device. The cusomer was advised that the device would be replaced.